Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
A healthcare professional reported that the lower left side button on the appliance broke while it was being worn. The device was delivered to the patient on (B)(6) 2025 and was first used on (B)(6) 2025. The incident took place on (B)(6) 2026. The patient reported the issue and stopped using the device on (B)(6) 2026. The patient didn't suffer any harm/injury, and no medical intervention was required. The patient cleaned the device with an ultrasonic cleaner & tablets; the patient was advised to stop using the tablets.